Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient representative regarding a patient receiving lioresal at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's catheter was kinked. The issue was not realized until last week when the patient went into full withdrawal. It was noted that the patient was working with the healthcare provider (hcp) and was still not looking right. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review has determined that the information in this report (3004209178-2020-02637) is the same event being reported in report # 3004209178-2020-02790. All additional information received regarding this event will be reported in manufacturer¿s report # 3 004209178-2020-02790.